Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer's blood glucose was 3.3 mmol/l at the time of incident. Customer's parent stated that the insulin pump buttons were unresponsive. Customer's parent also mentioned that the insulin pump was exposed to a change in altitude. Keypad anomaly troubleshooting was performed and confirmed that the buttons were still unresponsive even after the battery cap has been removed and reinstalled. Customer's parent also reported a low blood glucose of 3.3 mmol/l and treated with glucose intake. No troubleshooting was done for low blood glucose event. The customer's parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit was received with all buttons responding properly. No moisture damage on keypad assembly. However, unit was received with corroded electronic assemblies. No unlocked keypad connector. No stuck button alarms or frozen display noted. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with cracked battery tube threads, minor scratches on case, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.